Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were not responding. The customer was about to give herself a bolus when the insulin pump suddenly stopped responding. It started with the up button then when she tried to enter the carbohydrates, it was no longer responding at all. The customer reported that the time on the insulin pump was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.